Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. The patient reported they felt shocking from the stimulation. They reported that the shocking that they had previously felt made them jump out of their skin and noted that it was like they stuck their finger in a wall socket and their bicycle seat area lit up. They confirmed this issue had occurred since implant. No further complications were reported or anticipated.